Event description:
It was discovered during baxter's testing that a spectrum pump alarmed door not fully latched. There was no pt involvement because this alarm was experienced during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by failed door latch hooks. The failed door latch hooks were replaced.